Event description:
A female patient (age unknown0 underwent a therapeutic procedure for placement of a biliary stent. The body valve of the place hit wallstent was broken resulting in the inability fo deploy the stent. The procedure was successfully completed utilizing another of the same device. The patient did not sustan any reported complications or ill effects as a result of the deployment issue. The patient condition is noted to be satisfactory/good.